Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative did on site troubleshooting and it was found the imaging system was not powering on. Fuses were replaced and the system tested. The system passed all checks and was put back into use. The fuses were sent back to the manufacturer for evaluation. Confirmed complaint "f11 and f12 are open." Fuses measure infinite resistance. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not powering on. The power and line power led's were not lit. The imaging system was plugged into another power outlet and the mobile view station (mvs) would still not power on. Fuses were replaced on the mvs board and the system functioned as it should. There was no patient present when this issue was identified.